Event description:
It was reported that during pacemaker implant, while positioning the right ventricular (rv) lead in the left bundle branch (lbb) area, the helix broke off. The physician attempted to disengage the lead from the septum with lead body rotations after disengaging the helix locking tool. Upon freeing up the lead from the septum, the helix broke off from the lead and remained in the septum. The rv lead was replaced and the case was completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that during pacemaker implant, while positioning the right ventricular (rv) lead in the left bundle branch (lbb) area, the helix broke off. The physician attempted to disengage the lead from the septum with lead body rotations after disengaging the helix locking tool. Upon freeing up the lead from the septum, the helix broke off from the lead and remained in the septum. The rv lead was replaced and the case was completed. No adverse patient effects were reported.